Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer stated that the last couple time you have had a bend cannula and it have has caused high blood glucose over 600 mg/dl. The customer current blood glucose level was 111 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that drive support cap was normal. Customer stated that she was outside painting and her vision was blurred and she took a correction bolus and it did not work so about an hour later she took another bolus and so she changed the set and noticed that the cannula was bent in an l shape and that was the second one in the box that has had a bent cannula. The insulin pump will not be returned for analysis.